Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that upon arrival to the intensive care unit, it was noticed that the placement signal was dampened and did not correlate with the arterial blood pressure. Placement signal reading 60's/50's and arterial line reading 90's/70's. No alarms present. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
Section d catalog number was corrected. Placement signal issue: due to a lack of sufficient clinical details, no data logs or product returned, the cause of the placement signal issue cannot be established.